Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and both haptics were torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The facility reported a cc4204a collamer aspheric single piece lens broke while being inserted and was removed. Additional information was requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.